Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer resolved the issue prior to the report with tandem technical support; therefore, a cause for the reported issue could not be determined. The customer¿s blood glucose level ranged from 360-361 mg/dl.